Manufacturer narrative:
H.6. Investigation summary: DHR review: a review of the device history record was completed for sub-assembly #004712bjf lot 7299879 manufactured from 14-nov-17 to 01-dec-17 at acam 1 machine under used in claimed lot 7300966. This lot was reviewed regarding the tests of ¿foreign matter/ visible silicone¿, were not evidenced records that could lead to the claimed defect. We received one unused unit in opened package from catalog number 381112, lot number 7300966. According to the visual analysis of the sample the catheter has visible silicone. It should be noted that this silicone does not cause harm to the patient and is used to aid in the slippage of the catheter during venipuncture. Conclusion: bd was able to verify visible silicone on the catheter. It should be noted that this silicone does not cause harm to the wearer and is used to aid in the slippage of the catheter during venipuncture. The root cause of this issue on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping and final assembly process. A corrective action project has been initiated to investigate the issue. CAPA 450094. H3 other text : see section h.10.

Event description:
It was reported that before use of the angiocath yel 24ga x 0.75in there was foreign matter on the tip of the catheter. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: foreign matter adheres to the tip of the catheter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the angiocath yel 24ga x 0.75in there was foreign matter on the tip of the catheter. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: foreign matter adheres to the tip of the catheter.